Event description:
It was observed during the device inspection that the video system center exhibited a power switch failure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, e1, e2, e3, g2(unmark user facility and health professional), g3(correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 22/07/2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction was due to the missing power switch. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center power switch was stuck in the 'on' position. There were no reports of patient harm.